Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer reports, the tumescent infiltration pump is not producing the designated flow rate and is running slower than usual.

Manufacturer narrative:
Submit date: 04/10/2013. An investigation is currently underway. Upon completion, the results will be forwarded.